Event description:
Customer states that the motor was making a sound but no formula was coming out.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/- 5 percent). Complaint could not be confirmed.